Event description:
The patient went in for operation to remove deep hip implants. The right side failed as the screw was stripped and there was bone around the screw head. The doctor used a reverse cutting screw removal, then the screwdriver broke. The screw was not able to be removed. The patient came to the o.r. To have screws removed from bilateral hips, post repair of bilateral slipped capital femoral epiphysis. Due to bony overgrowth of the screw on the right hip, the screw was unable to be removed despite the attempt to use a special removal tool. The right hip screw was left in place after consultation with the patient's mother.